Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure the implantable defibrillation lead failed thresholds. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.